Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewj0409 showed no other similar product complaint (s) from this lot number.

Event description:
It was reported that during the use, massive outflow was found on the puncture site. After removed the catheter, leakage was found at the 17 cm of the back end of the catheter.